Manufacturer narrative:
E1 establishment name: (B)(6) hospital. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the light source control panel was flashing. Also, the balloon could not hold air and inflated slowly. There were no reports of patient harm.

Event description:
The intended procedure was diagnostic and therapeutic the event occurred during all endosonographic procedures.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: balloon can not hold air and inflates very slowly and pump works perfectly. Based on the results of the investigation, a definitive root cause could not be determined. The event was unable to reproduced by olympus. Olympus will continue to monitor field performance for this device.